Event description:
It was reported that the patient's right atrial (ra) lead exhibited low pacing impedance. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.